Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the leads were explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-04245. It was reported the patient had been receiving ineffective stimulation. Reprogramming attempts were unsuccessful. X-rays confirmed a lead fracture. As a result, the patient plans to undergo surgical intervention on a later date. Both of the patient's leads are being reported because it is unknown which lead is liable.